Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. A new cartridge was loaded to resolve the issue. Additionally, it was reported that occlusion alarms occurred. Customer changed supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.